Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: stroke/ppae: the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 22-year-old male with a history of heart failure and recent heart transplant presented with decompensation following transplant. The patient was emergently cannulated for veno-arterial extracorporeal membrane oxygenation (va ECMO) on (B)(6) 2026, and an impella cp was placed the following morning for left ventricular unloading via percutaneous femoral arterial access on the left side. On (B)(6) 2026, a computed tomography scan revealed evidence of hypoxic ischemic injury. Subsequently, the patient¿s family elected to withdraw care, the patient expired. The impella cp was explanted on (B)(6) 2026. The impella cp device functioned as intended for mechanical circulatory support and left ventricle unloading during va ECMO therapy. The patient¿s underlying critical condition and complications, including hypoxic ischemic injury and stroke, rather than device malfunction. Stroke is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).